Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that patient was experiencing a systemic infection. The implantable pulse generator (ipg), right atrial (ra) and right ventricular (rv) leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated the patient was experiencing sepsis and the source of the infection was not known.